Manufacturer narrative:
The device has been sent to livanova (B)(4) for further evaluation. During the internal investigation, the reported failure could not be reproduced. The device underwent a routine maintenance and a value adjustment and it was then returned to the customer by livanova (B)(4). As the issue could not be reproduced or confirmed, a root cause was not identified.

Manufacturer narrative:
Patient information was not provided. The s3 gas blender 25-40-00 is not distributed in the USA, but it is similar to s5 gas blender system 25-40-45, which is distributed in the USA (510(k) number: k101046). Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. The device was tested without a failure. The device has been sent to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the o2 supply of the s3 gas blender system dropped during a procedure. The technician used an o2 bottle to continue oxygen flow and prevent patient injury. There was no report of patient injury.